Manufacturer narrative:
Additional information: according to the information received from the field the electrode lead extruded into the external ear canal. Reportedly the recipient suffered from an infection in the external auditory canal, which might have contributed to the observed extrusion. A revision surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The electrode lead extruded into the external auditory canal (eac). On (B)(6) 2023, the clinic conducted a revision surgery to repair the eac. The device remains implanted and in use and the user is reportedly able to use the device again.

Event description:
The electrode lead extruded to the external auditory canal. On (B)(6)2023, the clinic conducted a revision surgery. The device stays implanted and in use.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.